Event description:
It was reported to boston scientific corporation that an obtryx sling system device was implanted into the patient during an anterior and posterior repair, sling and cystoscopy procedure performed on (B)(6) 2019 for the treatment of vaginal bulge symptoms, stage 2 vaginal cuff prolapse and stress urinary incontinence. According to reports, the patient responded well to the treatment and was sent to the recovery room in a stable condition. The patient developed bladder outlet obstruction, voiding dysfunction, and stage 2 pelvic organ prolapse after the operation. On (B)(6) 2021, the patient had to have the transobturator sling mesh removed, as well as urethrotomy repair, anterior vaginal repair, and cystourethroscopy. During the surgery, around 6cm of sling mesh was removed in total. An inadvertent urethrotomy occurred at the proximal urethra during mesh dissection, which was healed in multiple layers. A watertight seal was achieved by backfilling the bladder with 300cc of dilute methylene blue. A 360-degree cystourethroscopy examination revealed an intact bladder with no evidence of injury or foreign materials in the bladder, as well as good urethrotomy closure; bilateral ureteral orifices were discovered in orthotopic position, with brisk ureteral jets visible bilaterally. These findings were confirmed once more after the anterior colporrhaphy. The patient was woken and transferred to the recovery room in a stable condition after the procedure.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of the mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The mesh removal surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling system device was implanted into the patient during an anterior and posterior repair, sling and cystoscopy procedure performed on (B)(6) 2019 for the treatment of vaginal bulge symptoms, stage 2 vaginal cuff prolapse and stress urinary incontinence. According to reports, the patient responded well to the treatment and was sent to the recovery room in a stable condition. The patient developed bladder outlet obstruction, voiding difficulties, and stage 2 pelvic organ prolapse after the operation. On (B)(6) 2021, the patient had to have the transobturator sling mesh removed, as well as urethrotomy repair, anterior vaginal repair, and cystourethroscopy. During the surgery, around 6cm of sling mesh was removed in total. An inadvertent urethrotomy occurred at the proximal urethra during mesh dissection, which was healed in multiple layers. A watertight seal was achieved by backfilling the bladder with 300cc of dilute methylene blue. A 360-degree cystourethroscopy examination revealed an intact bladder with no evidence of injury or foreign materials in the bladder, as well as good urethrotomy closure; bilateral ureteral orifices were discovered in orthotopic position, with brisk ureteral jets visible bilaterally. These findings were confirmed once more after the anterior colporrhaphy. The patient was woken and transferred to the recovery room in a stable condition after the procedure.

Manufacturer narrative:
Block h2: correction h6 patient code e2114 (perforation) added to capture the event of incidental urethrotomy. H6 impact code f1901 (additional surgery) added for the suturing required for incidental urethrotomy. Block b3 date of event: the exact event onset date is unknown. The provided event date of march 2, 2021 was chosen as a best estimate based on the date of the mesh removal surgery. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. Linda fan yale new haven health 20 york st., new haven, CT, united states the mesh removal surgeon is: dr. Oz harmanli yale new haven health 20 york st., new haven, CT, united states block h6: patient code e2328, e2333, e1311 captures the reportable events of bladder obstruction, stage 2 pelvic prolapse and voiding dysfunction. Impact code f1903 captures the reportable event of mesh removal. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.